Event description:
It was reported that the device intermittently failed to power on as the led's illuminated briefly, but it would not boot up. The user tried different batteries and charger, but the issue persisted. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and determined the cause for the malfunction to be failure of an ic chip, u11.

Manufacturer narrative:
(B)(4). Physio-control has received the device and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.